Event description:
It was reported a patient experienced and was hospitalized for 1 day for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with an antibiotic (name, route, dose, frequency not reported) and recovered. Fifteen days after the onset of the first incident of peritonitis, the patient experienced a recurrent episode of peritonitis and was treated with ceftazidime 2 mg (route, frequency not reported) while being in the hospital. The patient recovered from this event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.